Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins). Caller stated hcp had to remove system today so patient could have a spine MRI. There were no system issues. Hcp reported to caller that upon explant, "the casing with the 4 metal areas stripped off but rep was able to remove her wire completely" and hcp inquired if patient can have MRI with part of lead left implanted. From the hcp's email, the caller wasn't clear which part of the lead remained implanted but it sounded like it may have broken at the end of the wire. There were no further complications reported.